Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced a car accident. Per the reporter: "the pump is not helping". Additional information has been requested from the hcp, but was not available as of the date of this report.